Event description:
In 2006, customer reportedly rec'd results of 598mg/dl and 96mg/dl within 10 mins on the same device. No symptoms at the time of these results. No action was taken based on device results. No adverse event reported. No quality controls were used. Requested return of suspect device and replacement was sent.